Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).

Event description:
The patient stated the surgeon implanted a micl 12.6mm implantable collamer lens in right eye. Patient reported having increased iop and developed a cataract and glaucoma. A corneal transplant is pending. The doctor's office was contacted and confirmed the patient had cataract surgery on (B)(6) 2010, has myopia and glaucoma. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available. See MFR # 2023826-2011-00459 for left eye.